Event description:
Caller states patient tested 6.4 inr on the coaguchek xs plus system while a comparison lab returned as 4.42 inr. Patient's coumadin was adjusted based on the lab value. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.